Manufacturer narrative:
Date sent to the FDA: 05/17/2021. Additional information was requested, and the following was obtained: did 7 needles pull off the suture during 3 procedures? How many needles pulled off the suture in each procedure (B)(4))? - 7 suture packs were opened between these three patients as the needle and thread separated from each other after 1st pass and a new suture pack was opened. 1st patient: x3 sutures opened. 2nd patient: x2 sutures opened. 3rd patient: x2 sutures opened. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Patient #1- case one: (B)(4)¿2 sutures pull offs. Patient #2 - case two: (B)(4)¿ 1 suture pull off. Patient # 3- case three: (B)(4)- 1 suture pull off date sent to the FDA: 05/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures were involved for each patient? What was being done when the suture broke (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any adverse patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vitrectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the thread came off needle after first pass. Case was completed successfully; no fragments were generated. No adverse patient consequences were reported. Additional information was requested.